Event description:
It was reported that the patient wasn't getting effective coverage. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102798.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102798.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.